Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnosis procedure which was completed normally. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement was not available and could not use the device after reboot. Fse replaced amc triple servo drive, swapped spc1 and did adjustments. After that system was returned to good working condition.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m20 motorized movement of the c-arm failed. The device was in clinical use. No patient harm reported. Philips field service engineer (fse) went on site and replaced parts and process, then machine was restored. Philips has started an investigation of the complaint.